Event description:
It was reported the patient was receiving a new charging system, but was unable to communicate with the ipg using multiple charging systems. The patient reported she had been without stimulation for a few months and the ipg was no longer communicating with her charging system. It was reported the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.